Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 465 mg/dl. The customer's sister-in-law stated that the customer does rotate sites every 2-3 days. The customer's sister-in-law also stated that the day before the event, the customer did try changing the set multiple times to correct blood glucose levels. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.